Event description:
Customer's mother called to report a hospitalization due to high blood glucose. Caller stated that the insulin pump was malfunctioning. Caller declined to troubleshoot and requested a replacement. The current blood glucose reading is 269 mg/dl. Treated with manual injection. The customer was diagnosed diabetic ketoacidosis. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.